Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the last firing of the procedure, while the surgeon was doing a sleeve, surgeon was able to use 4 other reloads prior to the reported reload and all worked fine. This reload closed on tissue but would not fire, so they switched to another reload from the same box and it fired fine. There was no injury or harm to the patient.